Event description:
Needle went through cap. Rptr suggests they do not buy this brand of syringe needles again to prevent further mishaps. Rptr feels if only needle cap is mfg a little thicker the needle won't go through the cap.